Manufacturer narrative:
One customer tenet spider2, patient limb positioner, was received and confirmed to be serial number (B)(4) as reported in the complaint. Based on visual inspection, no damage was observed to the unit except for a missing cap on the wing knob belonging to the clamp assembly. The complaint of looseness between the foot switch connector and its respective receptacle on the spider2 was confirmed; however, this amount of looseness is normal on all spider2 units and it does not affect the performance of the device. Upon functional testing, it was discovered that the footswitch pedal receptacle assembly was defective with exhibiting electrical connection problems. The underlying cause for this issue could not be determined. We will continue to closely monitor associated post market surveillance data for trending data with similar issues. No further investigation is warranted at this time. Corrected device evaluated by manufacturer to indicate that the device was evaluated. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During a hip arthroscopy procedure it was reported that when the device is connected to the footstep, the connection area is loose leading to the power; there is a poor connection and the whole system seems to be "swing" during operation. The footswitch was removed and they continued without it. There were no delays, injuries or complications reported.